Event description:
According to the protocol on this device, there will be 'detox symptoms', those are supposed to be 'normal', and are supposed to subside, but in my case, they never went away. I just got more ill each day. I felt like I had the flu with headaches, nausea, lethargy and persistent diarrhea. I was getting painful cysts/lumps in my breasts, groin and inside my knee. I developed a weird rash around my neck. I was spotting even though I went through menopause 6 years ago. These symptoms started to occur almost from the beginning, but after I had been using the fasciablaster for about 2 months, I was feeling awful every day, but I kept trying to believe the persuasive manufacturer's claim that this was merely the 'worse before better' stage., and if I kept blasting, I would eventually reach nirvana. It has taken another 3 months to begin to feel better. Cosmetically, since stopping the use of this product, my skin now has a saggy, crepey appearance that it never had before. There is no change to the cellulite, not during or after use, it's still there.